Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited hardware-reset related backup vvi mode. No device intervention was performed. The patient had no adverse consequences. New information received notes that the implantable cardioverter defibrillator was reprogrammed and restored. The patient was unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited hardware-reset related backup vvi mode. No device intervention was performed. The patient had no adverse consequences.